Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the second of two reports from this facility. (B)(4).

Event description:
A materials manager reported that two knives were noted to be blunt and would not penetrate the eye during surgery. Alternate knives were obtained in order to complete the procedure with no impact to the patient.

Manufacturer narrative:
Upon receipt of the samples, it was learned that this event involved a third party contract manufactured knife instead of the knife that was originally reported in the initial MDR. The reporting of this event will now continue under manufacturing report number 1644019-2016-01502. The manufacturer internal reference number is (B)(4).

Event description:
Upon receipt of the samples, one knife was clarified to be a third party contract manufactured knife.